Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from the connection of a maxzero mated to the female luer of an extension set during a manual push of an unspecified emergency medication. There is no report of patient harm.

Manufacturer narrative:
Correction on initial report: concomitant medical products. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.